Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated no actions were taken to resolve the ins migration; the issue was unresolved with no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient had slurred speech and more frequent freezing around the time that the ins migrated further down the right breast. The patient had a fall and hurt their arm around the time of the migration, which may or may not have been related. All impedances and currents were normal. Interventions included adjusting dbs settings, which resolved all other clinical symptoms. The patient was counseled on charging the ins properly they were only charging the device 15 minutes each day. The etiology was noted as related to the ins pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the etiology was updated to related to the device, therapy, and implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicating the issue remained unresolved with no further action planned. It was also reported the patient had slurred speech. No further complications were reported.